Event description:
The customer reported wash carousel motion errors at the end of the utility assay involving the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer initialized the instrument and continued to operate the system without any issues. Beckman coulter internal investigation determined that the reaction vessel (rv) lot in use may cause the error due to a new resin that was implemented in the manufacturing of the rvs. Beckman coulter shipped the customer a new lot of rvs that was not manufactured with the affected resin. There was no report of affect to patient results associated with this event; the system entered the not ready state and did not complete the analysis of the assays on board. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4). All related medwatch reports associated with this event: 2122870-2013-00842; 2122870-2013-00851; 2122870-2013-00852; 2122870-2013-00853.